Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was generating leak in iab circuit alarm often. There is no blood in the tubing or visible kinks. The customer have used the "fill" key each time and are able to resume. Discussed the off label usage and advised in steps to take when it happens again such as dropping the augmentation and continuing to press the fill key. Advised a chest x-ray to confirm location. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).